Event description:
It was reported that a revision surgery was needed to remove a creo threaded screw due to patient infection post operatively.

Manufacturer narrative:
Visual and functional inspection of the reported issue could not be conducted due to the implant not being returned by the time of the evaluation, and no additional information was provided. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue cannot be traced.